Event description:
It was reported that this implantable lead was part of system revision due to excessive swelling and infection. No additional adverse patient effects were reported. This implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.